Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The lead impedance data was missing/invalid. The superior vena cava (svc) impedance is undefined.

Event description:
It was reported that during device follow-up it was noted that the device suddenly began measuring superior vena cava (svc) impedance and there was also an alert for high svc impedance. There is no svc coil on the implanted right ventricular (rv) lead and the port is plugged. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.